Event description:
The customer reported that a week ago he fell asleep in his chair while watching tv and woke in the early morning hours with blood glucose of 51mg/dl and the paramedics were called. They came over and made him a sandwich, waited for him for an hour, and then left. The caller stated that the insulin pump did not alert him. Reviewed the alarm history and found a lost sensor and weak signal alarms. The customer mentioned that he has not worn a sensor since then and just putting another one the day of call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.